Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. An investigation has been opened to manage the actions related to remediation of this issue and any required MDR reporting. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The device was returned without accessories. The apical sheath of the probe tip was found to be broken and dislodged. The fracture plane of the break is not flat, and it is a thousand-cut trace. This break is not caused due to degradation of the material. This apical sheath broke and dislodged due to external force applied to the distal end sheath by handling. The external forces can occur when pushed vigorously from the endoscope or when the endoscope is curved, pushed away vigorously from the scope, or both. The instructions for use includes the following statements: chapter 4 operation 4.1 insertion insertion of the ultrasonic probe through an endoscope do not advance or extend the probe abruptly from the endoscope's distal end. This could result in injury. 4.3 withdrawal withdrawing from the endoscope do not withdraw the ultrasonic probe from the endoscope quickly. Blood, mucous, or other patient debris could spray, posing an infection-control risk. When withdrawing the ultrasonic probe, always set the endoscopic ultrasound system to the freeze mode. Withdrawing when the ultrasonic probe is rotating may damage the probe. When using a gastrointestinal endoscope with a forceps elevator, always lower the forceps elevator before withdrawing the ultrasonic probe. Withdrawing the ultrasonic probe with the forceps elevator raised may damage the ultrasonic probe. The device in this condition cannot be tested. Olympus does not provide repair service for this model. Device was returned unrepaired.

Event description:
As reported for this event, during an unknown diagnostic procedure, the device broke. To complete the procedure, the physician was using a scope that was heavily bent at the tip for visualization of a mass and sent the device down through the heavily bent scope. The device hit the bend in the scope and broke. There was no harm or adverse impact to the patient. The patient did not need any additional anesthesia. The procedure was completed without delay. The device was inspected before use with no abnormalities noted.